Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that she was unable to troubleshoot for the issue. She noted that she had been sleeping when she received the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.